Event description:
This pt was included in this retrospective registry approx two years ago. The pt had a positive history of hypertension, and previous cornary bypass surgery. The target lesion was the proximal right coronary artery (rca). The lesion was 80% occluded and 13mm in length. Pre-dilation was conducted at 16-20 atms. A 3.5 x 20mm cypher stent was successfully deployed at 16atms, inflation time is unk. Post dilation was conducted. The total length of stent placed at the target lesion was 20mm. Pre and post-procedure timi flow was iii. Residual stenosis was 10%. A follow-up angiography was done nine months post index procedure and over 50% restenosis was noted. Intra procedure medications included heparin, and iib/iia agent. The report also mentioned a type b dissection occurred during the index procedure.